Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio then replaced the therapy pcb assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio further evaluated the removed therapy pcb assembly and observed that an integrated circuit (ic) had several fractured solder joints, however it did not affect the operation of the therapy pcb assembly during testing. Physio-control was unable to conclusively determine if the fractured solder joints contributed to the reported issue or not.

Event description:
During an annual preventative maintenance (pm) inspection of the customer's device, physio-control observed that it would not shock when prompted. Additionally, a service indicator was present. There was no patient use associated with the reported event.